Event description:
It was reported that after completing a firmware update, the user¿s dexcom g7 sensor failed to pair with the ilet, and the user was advised to wait up to 30 minutes and attempt re-pairing using the provided pairing code. Investigation included technical support guidance for re-pairing and user education. Further investigation of this case revealed a pairing failure between the cgm transmitter and the ilet following firmware update. There was no user reported adverse clinical effects. Blood glucose unaffected at the time of the call. Outcomes included no change in clinical status and no interruption to therapy reported. It was concluded that, based on previously established findings for similar reports, the event was related to a communication or connectivity issue between devices without clinical impact.